Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilatation. However, during first inflation at unknown pressure for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good. It was further reported that a 7.0mmx40mmx40cm (4f) sterling balloon catheter was used followed by a 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter. Both balloons were used in the same patient and procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified left forearm. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilatation. However, during first inflation at unknown pressure for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient injuries reported and the patient condition was good.